Event description:
The user facility reported that there was an incident with a run-through guidewire during a dilation procedure. A piece of the wire got stuck between the stent and the vessel wall, and a piece of the wire remained in the patient.